Manufacturer narrative:
Describe event or problem, other relevant history, model #/lot #, and device manufacture date: additional information. (B)(4). A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device remained in use supporting the patient at this time of the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2016, it was reported that the patient was stable. The patent's' lactate dehydrogenase level remained high, but had decreased from 1368 u/l to 1277 u/l from (B)(6) /2016. The patient was initially treated with heparin and integrelin, but this reportedly caused bleeding from the anterior mediastinum and so treatment was continued with aspirin and heparin. The patient had no known coagulopathy. The patient's inr goal at the time was 2-3 and the patient's inr was 1.8 on (B)(6) 2016 and 1.6 on (B)(6) 2016.

Manufacturer narrative:
The patient's weight was not provided. The serial number of the device was requested but has not been provided, therefore the manufacture date and device unique identifier (UDI) are unknown. Approximate age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's post-operative course was complicated by bleeding requiring multiple transfusions, and ventricular tachycardia requiring overdrive pacing, digoxin, amiodarone, esmolol and lidocaine. Levophed was added for hypotension. It was reported that there was concern for thrombosis in the setting of steadily increasing lactate dehydrogenase levels, dark urine, and transient low estimated pump flows. A system controller log file reviewed by the manufacturer's technical services representative showed periods of low estimated flow events captured on (B)(6) 2016 and the early part of (B)(6) 2016. There were no low estimated flow events for the remainder of the log file and the pump power appeared to be relatively stable throughout. No further information was provided.